Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an open skin irritation under the breast and on the back. There was no alleged device malfunction contributing to the irritation. The patient's brother-in-law is a cardiac physician and advised the patient to remove the lifevest to allow the open wounds to heal. Additionally, the patient followed up with a physician who prescribed zinc cream for the skin irritation. Follow up indicated that the zinc cream helped the skin irritation to improve.